Event description:
Complication of device insertion [complication of device insertion]. The wheel did not wheel back on the second wheel back/inserter had difficulty deploying [device deployment issue]. Half of the distal device remaining in right tube and proximal end of the inner coil and proximal end are missing [device breakage]. Case description: case summary: non-serious, related, unlisted, near-incident. This is a spontaneous case report received from a medical doctor in united states on (B)(6), 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced it stretched causing inner rod to stretch out in uterine cavity, half of the distal device remaining in right tube and proximal end of the inner coil and proximal end are missing, complication of device insertion, and the wheel did not wheel back on the second wheel back/inserter had difficulty deploying. No information given on patient's history, past drugs and concurrent conditions. It was not reported whether the patient received any concomitant medication. On (B)(6), 2014 the patient had essure (fallopian tube occlusion insert) inserted with lot number b61389 (expiration date august 2016). It was not reported whether essure was used previously. During essure insertion, the wheel did not go back on the second wheel back. The inserter had difficulty with deploying and it stretched causing the inner rod to stretch out in the uterine cavity. They removed the inner rod that was hanging in the uterus. The doctor got a flat plate of abdomen and it showed that half of the distal device remaining in the right tube. Hsg was done on (B)(6) 2014 and showed the distal end of the outer coil and distal end of inner were in the correct place. The proximal end of the inner coil and proximal end were missing under fluoroscopy because of detachment difficulty. The outcome of the events was unknown. Reporter causality: the relationship between events and essure is not reported.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on may 06, 2014: product technical complaint (ptc) investigation result received: ptc global number (B)(4). Follow-up received on (B)(6), 2014. The patient weight was (B)(6). The patient had no concurrent conditions. It was reported that the patient had a prior partial salpingectomy on affected side as previous gynecological intervention. On (B)(6) 2013, essure was inserted on a contralateral side (as reported). It was reported that patient was not in a postpartum state at time of insertion. Cervical dilation and sounding were not done. An analgesia was performed with 1% lidocaine. The insertion and the visualization of the tubal ostium were considered easy. The physician reported that up to the button to release the insert would not depress leading him to believe it had not been released. Attempts to gently advance or withdraw it failed as did attempts to move the wheel in other direction. Upon pulling more firmly on the insert a thin wire protruded from the os which he had to coil around the scope in order to remove it. The procedure did not take more than 20 minutes. On (B)(6) 2014 a flat plate was done and showed on 1/2 distal of insert visible. Hsg was also done and showed distal 1/2 is 2cm from cornua with no spillage. The relationship between and essure half of the distal device remaining in right tube and proximal end of the inner coil and proximal end are missing and the wheel did not wheel back on the second wheel back/inserter had difficulty deploying and essure was assessed as related. According to the physician, after initial wheelback button would not depress to release insert. Essure was not removed and there is no plans to remove. Company causality comment: this medically confirmed, spontaneous case report, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure half of the distal device remaining in right tube and proximal end of the inner coil and proximal end are missing; complication of device insertion; it stretched causing inner rod to stretch out in uterine cavity and the wheel did not wheel back on the second wheel back/inserter had difficulty deploying. Reporter causality was not provided. All reported events are non-serious. The event half of the distal device remaining in right tube and proximal end of the inner coil and proximal end are missing, interpreted as a device breakage, is unlisted according to the reference safety information for essure and was regarded as a near-incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The remaining events are listed and non-incidents. During difficult removals, single cases of essure breakage have been reported. In this particular case, the physician had difficulties in the deployment of the device, which stretched, he removed the inner rod but half of the device remained in the fallopian tube (breakage); considering that the reported events occurred during essure insertion, they were considered as related to essure therapy. According to product technical complaint investigation results, the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Evaluation summary: final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device was returned; therefore, no device investigation is completed. Medical assessment: this case refers to technical issues of breakage due to deployment issue and associated use error (stretching the device out). The reported events are not necessarily indicative of a quality defect. No additional ae case reports have been received to date in relation to batch number b61389. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect.